Manufacturer narrative:
Device available for evaluation; returned to manufacturer on: 6/20/2019. Device evaluation: the product was returned to the manufacturing site for evaluation. The sample was evaluated and residues of viscoelastic was observed, nothing out of specification was observed on the sample. The condition observed is consistent with a lens that has been explanted. The reported issue is related to a patient treatment not to a device problem. Based on the product returned evaluation, a product quality deficiency or product malfunction could not be determined. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints related to this production order was conducted in the complaint system. The search revealed that 1 other complaint has been received for this production order number. Investigation was for haptic detached and is complete as operational problem. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-(B)(4) and CAPA-010215.

Manufacturer narrative:
If implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. If explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision has been submitted.

Event description:
It was reported that tecnis monofocal intraocular lens (model z9002 +20.5 diopter) was removed and replaced in the same surgical procedure due to vitrectomy. No further information provided.